Manufacturer narrative:
No serial numbers were provided for any of the valves mentioned in the literature review, and no product was returned for analysis. Device history review could not be performed. Thrombus is usually considered a patient condition; however, no cause for this event could be determined based on the limited information available.

Event description:
Medtronic received information from a journal article in the journal of thoracic and cardiovascular surgery c - 2011 that two patients implanted with a mosaic aortic valve and two patients with a hancock aortic valve successfully underwent reoperation to replace an aortic prosthesis due to thrombus that resulted in functional aortic stenosis within two years of implant. There was no evidence of other causes of structural valve deterioration or endocarditis. No patients experienced a perivalvular leak.